Event description:
The patient had healed and then fell and broke the bone again so the surgeon revised the variax medial elbow plate and screw. The surgeon commented the cortical screw head had poked through the plate.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.